Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
During a follow-up in clinic, there was increased pacing lead impedance (pli) noted on the left ventricular (lv) lead. The device was being replaced due to normal elective replacement indicator (eri), and it was planned to replace the lead. However, when the electrical parameters were measured during the procedure, they were normal. The lead was left implanted and the patient was stable with no consequences.